Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3  left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had red blood in their stool. The patient's international normalized ratio (inr) was 1.6 and the patient was on coumadin as well as acetylsalicylic acid (aspirin). Gastrointestinal specialist was consulted. The anticoagulation held and no scope was performed. The patient has a history of gastritis and the bleeding was felt to be associated with this. The anticoagulation held for two weeks.